Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective failure to occlude (close) fallopian tube(s)". The patient's medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2004) and cesarean section ((B)(6) 2004). Concurrent conditions included overweight, anxiety disorder, varicella, gerd, hypothyroidism, ovarian cyst, ovarian torsion, nabothian cyst and nausea. Concomitant products included bupropion, ethinylestradiol;norgestimate (sprintec), levothyroxine sodium (synthroid), liothyronine sodium (cytomel) and omeprazole. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: worsening depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy then exploratory laparotomy bilateral distal salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, depression, dysmenorrhoea, dyspareunia, weight increased, abdominal distension and feeling abnormal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, feeling abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: right tube - approximately 5 coils were noted protruding from the ostia. Left side - 5 to 6 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (right tube occluded) (as per mr) impression: evidence of incomplete occlusion of left fallopian tube. Follow up recommended. Intravenous intravasation noted as well; on (B)(6) 2015: omnipaque dye was introduced. The patient could not tolerate the exam. Result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & medical record received: event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, psychological or psychiatric problems condition: worsening depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, other injury(ies) or complication please describe: bloating, brain fog, pregnancy (ectopic) and failure to occlude (close) fallopian tube(s) were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Case is now incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.